Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker showed decreased in longevity. Moreover, patient was in chronic atrial fibrillation (af). Further, an associated investigation determined that this implantable pacemaker device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. There is no intervention information available from the field as of the moment. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed decreased in longevity. Moreover, patient was in chronic atrial fibrillation (af). Further, an associated investigation determined that this implantable pacemaker device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. There is no intervention information available from the field as of the moment. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Correction on initial reporter e1: first name, last name, facility name, address, city, state and email; e2: health professional?; e3 occupation and occupation (other). The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable pacemaker showed decreased in longevity. Moreover, patient was in chronic atrial fibrillation (af). Further, an associated investigation determined that this implantable pacemaker device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. There is no intervention information available from the field as of the moment. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 100% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this implantable pacemaker showed decreased in longevity. Moreover, patient was in chronic atrial fibrillation (af). Further, an associated investigation determined that this implantable pacemaker device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. There is no intervention information available from the field as of the moment. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.